Event description:
It was reported to philips that the system did not boot up properly. The system was oustide of clinical use when the issue occurred. There was no patient or user harm reported. Philips has started an investigation of this complaint.